Event description:
As reported by the user facility. (B)(4), 1 item. Reports over infusion. Date of incident not known. Drug infusing unk. No injury to pt. Occurred on cardiac unit, pt receiving continuous infusion while in hospital bed, infusion set for 8 ml/hr 500 ml bag, nurse came back in 4 hours and only 20 mls left in bag. Hospital biomed tested the device and found it to be within specs. Customer wants bbraun to interpret logs provided via e-mail. Customer is not sending pump, reports it is lost at present time.

Manufacturer narrative:
(B)(4). B. Braun (B)(4). Is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and b. Braun (B)(4). (The importer). This report has been identified as b. Braun (B)(4). The actual pump involved in the reported incident was not returned for eval; however, the operational log for the involved pump was available for analysis. A review of the pump's log does show a standard infusion with a rate of 8ml/hr and a volume to be infused (vtbi) of 470ml was programmed on (B)(6) 2011 at 12:04:13pm. At 12:19:15pm, the infusion was started when immediately stopped (manually) at 12:19:23pm with a totaled infused of .01ml or 100.0% of the expected volume. The vtbi was changed to 50ml and the infusion was re-started at 12:20:25pm. At 12:22:14pm, the infusion was manually stopped with a total volume infused of 24ml or 103.1% of the expected volume. At 12:32:57pm, the log indicates the tubing was changed and the vtbi was changed to 100ml. At 12:34:49pm, the infusion was started then at 12:37:04pm, the infusion stopped due to an "air bubble" alarm with a totaled volume infused of .25ml or 100.0% of the expected volume. The alarm was confirmed by user and "hint; disconnect pt" was displayed. At 12:38:50pm, the alarm was turned off and a "purge" was performed. A t 12:39:31pm, the infusion was re-started with the same rate of 100ml/hr then at 12:41:01pm, the infusion stopped due to an "air rate" alarm with a totaled volume infused of .20ml or 100.0% of the expected volume. The alarm was confirmed and the "hint; disconnect patient" message was displayed. At 12:41:53pm, the alarm was turned off and the infusion was restarted and then stopped at 12:41:59pm, due to another "air rate" alarm with a totaled volume infused of .01ml or 100.0% of the expected volume. At 12:42:11pm, the alarm was confirmed and at 12:42:19pm, the "hint; disconnect patient" message was displayed. At 12:42:21pm, a "purge" was performed and the alarm was turned off. Three more purges (12:42:29, 12:42:36 and 12:42:44) were performed. At 12:42:55pm, the infusion was re-started then at 12:50:54pm, the "hint; upper limit reached" message was displayed, the infusing rate was changed to 20ml/hr; the totaled volume infused was 1.07ml or 100.0% of the expected volume. Note: the infusion was not stopped during the rate change from 100ml/hr to 20ml/hr. At 3:18:31pm, the infusion was manually stopped with a totaled volume infused of 49.19ml or 100.0% of the expected volume. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available info has been forwarded to the device MFR.